Manufacturer narrative:
Section a1: patient identifier corrected. Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and a broken pin stuck in the white power cable were not able to be confirmed. Provided information indicated that the heartmate 3 system controller (serial number: (B)(6) was exchanged in response to the observed issues. Multiple attempts were made to log files, information related to the source of the broken pin, and information regarding potential product return, but no response was received. The root causes of the reported events could not be conclusively determined. Review of the device history record for the system controller, serial number (B)(6), showed that the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a cable pin broke off in the white power cable on the system controller. There was power cable disconnect alarm. The system controller was exchanged.